Manufacturer narrative:
A manufacturing evaluation was completed: screw was received with deformed thread. Article 462.665 lot 5921455 has been manufactured on 12february2013. The investigation of the device history record shows no irregularities. The thread has been inspected at the operation and at the final inspection. The review of the inspection sheet shows no irregularities. Due the deformation of the thread the pitch diameter has been inspected with a flank micrometer in the undamaged area of the thread. The inspection of the thread reveals that no variation in dimension or any other nonconformity related to the tread has been noticed. Therefore the complaint is not confirmed and invalid from the manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 15.feb 2013, 462.665 lot. 5921455 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age and weight are unknown device was not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon could not fix the end cap on the nail. There was a fifteen (15) minute delay to surgery time. The issue was resolved by suturing the holes of the spiral blade with the head of humerus to prevent the blade from sliding backwards. Patient had also her hip fixed on the same day with a dynamic hip system. The patient's condition is reported as stable. This is report 4 of 4 for (B)(4).